Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: incident description: it started with the clip applier being difficult to insert through the 5mm trocar. Then the clips did not close at the rear end, the device blocked and the clips shot out spontaneously. We took a new one from the same lot. This one did not have any issues. So it concerns ref. Ca500 with lot number 1323141. Additional information received from sales representative by phone on (B)(4) 2018: with "rear end", the customer means the rounded end / apex of the clip. Type of intervention: change of device patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation, along with several fired clips. Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device..." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.